Manufacturer narrative:
(B)(4). (B)(6). The device was received and the evaluation is completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found embedded particulate matter on the minicap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, an additional defect of embedded particulate matter on the minicap was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.